Manufacturer narrative:
During an internal review on 6/14/2020, identified corrections to the 3500a initial report. ¿b1. Brand name:¿ field has been updated. ¿b10. Is device returned to manufacturer?¿ was checked; however, the product has not been received. ¿g4. Date received by manufacturer was populated as 2/11/2020; however, it should have been 2/10/2020. In addition, the manufacturing record evaluation (mre) was inadvertently omitted. Therefore, below is the mre: a manufacturing record evaluation was performed for the finished device 30259463m number, and no internal action was found during the review. Hence, added in h6. Method codes the code for the manufacturing record evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, and a foreign material inside the pebax and external damage was observed. During the procedure, the integrity of the external coating of the spring area near the distal end on the catheter was observed violated. Blood entered the catheter, which led to a failure in the contact force sensor. There was no difficulty withdrawing or maneuvering the catheter. No lifted or sharp rings and no external parts exposed. No patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed foreign material has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
Initially it was reported that there was foreign material inside the pebax and external damage was observed. The biosense webster, inc. Product analysis lab received the device for evaluation and it was returned in the condition reported as on 3/4/2021 reddish material was inside the pebax and a hole was observed on it. The returned condition remains assessed as MDR reportable. The device evaluation was completed on 3/15/2021. It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, and a foreign material inside the pebax and external damage was observed. During the procedure, the integrity of the external coating of the spring area near the distal end on the catheter was observed violated. Blood entered the catheter, which led to a failure in the contact force sensor. There was no difficulty withdrawing or maneuvering the catheter. No lifted or sharp rings and no external parts exposed. No patient consequences were reported. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax.on the thermocool® smart touch¿ bi-directional navigation catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to the cart 3 system and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30259463m number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:pc- (B)(4). During an internal review on 3/26/2021, noted a correction to the 3500a follow-up #3. Under ¿g3: date received by manufacturer¿ as it was processed as 2/26/2021. And it should have been 3/4/2021.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).